Event description:
Medtronic received a report that when it was attempted to induce and expand the pipeline into the phenom27, the microcatheter dropped from ic-anchro to ic-opthalmic during the expansion process. It was tried to return the catheter to its distal end of the aneurysm with the pipeline, but it was not twisted, so it was collected for safe product use. It was noted that stent migration after deployment occurred and the cause was the microcatheter was deflected and operable. The stent was placed at the target site during expansion. The stent was opened evenly. The side branch internal carotid posterior communicating artery was covered with the pipeline. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the right internal carotid artery (ica) with a max diameter of 5mm and a 3mm neck diameter. The landing zone was 4.6mm distally and 4.8mm proximally. It was noted the patient's vessel tortuosity was normal. Dapt (dual antiplatelet treatment) was administered. Postoperative showed no problems in findings related to blood flow imaging. Ancillary devices include a phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the slipped pipeline and phenom27 were removed from the body, and the procedure was completed with a new pipeline and phenom27. It was implanted at the intended location. There was no friction or difficulty during delivery. During pipeline deployment, the pipeline slipped from its intended deployment start position. The pipeline was then placed in a microcatheter. Phenom27 was tried to reposition distally to the aneurysm, but it couldn't.